Manufacturer narrative:
Lot number: 2439679. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, depressed pump. It was reported that the pump stayed depressed when squeezed, likely a fracture in tubing, but it was not looked for. 10 year old implant. No other issues were reported. The device was removed/replaced.

Manufacturer narrative:
D4 lot# 2439679. A titan otr pump, two cylinders, and a tubing segment was received for evaluation. Microscopic examination and testing of the returned components revealed partial separations on the longer pump exhaust tubing, the cylinder 1 exhaust tubing, and the connector/tubing segment. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing and the cylinder 1 and cylinder 2 exhaust tubing indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. No functional abnormalities were noted with the pump, cylinder 1, cylinder 2, or the connector/tubing segment. The information received indicated the pump stayed depressed when squeezed, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Event description:
According to available information. Additional information from territory manager: "pump stayed depressed when squeezed likely a fracture in tubing but he did not look for it. 10 year old implant. No other issues."

Event description:
This follow-up MDR is created to document the additional event information received for record #604212. According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2010 and removed/replaced on (B)(6) 2020 due to a malfunction. Additional information received from the territory manager indicated: ¿depressed pump¿ pump stayed depressed when squeezed likely a fracture in tubing but he did not look for it. 10 year old implant. No other issues.¿ the device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.